Event description:
As reported, approximately 1 year and 10 months post left total shoulder arthroplasty (tsa), the humeral reconstruction prosthesis (hrp) and reverse baseplate were removed due to infection. A g21 molded antibiotic spacer was implanted. It was further stated that there was poly/liner wear. It was unclear if the device "broke" due to infection or vice versa. Labs were to determine what was infected. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending investigation. Concomitants: 320-40-10 - 145-deg pe 40mm const hum liner +0 (B)(6). 308-05-27 - distal fixation ring ha 27.5 (B)(6). 308-01-13 - 13x80mm distal stem modular cemented (B)(6). 308-09-00 - small prox body +0 (B)(6). 308-15-01 - taper locking screw 0 (B)(6). 321-52-09 - 3.2mm k-wire, trocar tip (B)(6). 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm (B)(6). 320-31-40 - glenosphere, 40mm (B)(6). 320-10-05 - equinoxe reverse tray adapter plate tray +5 (B)(6). 320-35-01 - small glenoid plate (B)(6). 321-52-07 - 3.2mm drill bit sterile (B)(6). 320-20-00 - eq reverse torque defining screw kit (B)(6). 320-15-05 - eq rev locking screw (B)(6). Tpa-13 - cement restrictor xs (extra small, sz 13) (B)(6). 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm (B)(6). 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm (B)(6). 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm (B)(6).

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 MDR section codes updated/corrected: b, c, d, g the reason for the revision reported was likely the result of infection. The wear of the humeral liner observed in the provided images was likely due to scapular notching and subsequent impingement which may be related to the orientation of the components due to the patient¿s anatomy and/or inferior migration of the humerus as a result of improper implantation or laxity in the shoulder joint. The reason for the reported infection cannot be conclusively determined from the information available. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.